Manufacturer narrative:
Received 5 unopened urological catheters for evaluation. The exterior of the samples were inspected and no evidence of a failure was found that would support the reported event. Using a gauge, it was found that the french sizes were 15 french. The specification is 14 french +/-1 french; therefore, the samples met specification. The reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was too thick; as a result, the patient was unable to insert the device. The patient allegedly experienced self-limited bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was too thick; as a result, the patient was unable to insert the device. The patient allegedly experienced self-limited bleeding.